Manufacturer narrative:
Complaint investigation report is attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was caused by the 0.014" guidewire while attempting to cross lesion. The physcian elected to use a third-party device wire to cross the lesion and placed an unplanned additional stent to adress the disection.

Manufacturer narrative:
Complaint investigation report is attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was caused by the 0.014" guidewire while attempting to cross lesion. The physcian elected to use a third-party device wire to cross the lesion and placed an unplanned additional stent to adress the disection.

Manufacturer narrative:
Complaint investigation report is attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was caused by the 0.014" guidewire while attempting to cross lesion. The physcian elected to use a third-party device wire to cross the lesion and placed an unplanned additional stent to address the dissection.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was caused by the 0.014" guidewire while attempting to cross lesion. The physcian elected to use a third-party device wire to cross the lesion and placed an unplanned additional stent to adress the disection.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.